Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubies were failed to recover and multiple cubies that have medications in them but were reading as empty on the cubie map. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) had reseated the cable on the back of the drawer to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.